Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: june 10, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. A detached haptic and a torn optic body were observed as well. The complaint issues of delivery issue and unfolding issues were not confirmed. The complaint issue for iol torn was confirmed. However, based on the return condition of the lens it cannot be confirmed to be related to manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, was not related to the complaint issue for this investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity/race: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) would not unfold correctly and it tore when the lens was partially inserted into the patient's right eye. The lens was removed and replaced with another lens of same model and diopter (sn (B)(4)). However, there was no patient injury and no additional intervention was required. The patient was doing fine post-op. No further information was available.